Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the upper exterior door switch was bent and would not depress to show door closed on pendant. A door switch was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect door switch has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, image acquisition system (ias) of the imaging system would not recognize that the gantry door was fully closed due to damaged door switches. There was no patient present at the time of the issue.